Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 59 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. The customer declined to upload the pump data for review. Tandem technical support (cts) advised the customer to discuss the low bg event with a healthcare provider. The customer received a malfunction alarm. Cts assisted the customer with clearing the alarm.